Event description:
It was reported that during a procedure for treatment, the handle of the device broke and the device could not be removed from the common gall bladder of the patient. A cholelithotomy was performed to continue the treatment of removing the gallstone and to remove the device from the patient. The device and gallstone were successfully removed from the patient without any injury to the patient. It was reported that the patient recovered well and was discharged from the hospital 3 or 4 days later. The exact date of discharge was not made available by the user facility. The device was destroyed by the user facility and will not be returned for eval. Therefore, a failure analysis could not be performed. It cannot be determined if the product met specifications because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.